Event description:
It was reported the superion indirect decompression spacer broke into pieces during an implant procedure. Physician confirmed all pieces were removed from the patient, and assessed the presence of a thick spinous process and possible osteophytes caused resistance. The procedure was successfully completed by implanting another spacer and the patient did well post-operatively. The device was discarded by the facility and was not returned for analysis.